Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient found needle had not deployed as intended. The cannula was not visible and the pink slide did not move forward, indicating a needle mechanism failure.

Manufacturer narrative:
The pod was received in the not deployed position due to the needle cap still being attached to the bottom housing. The needle mechanism deployed as intended upon removal of the needle cap. The data from the pod showed that the pod completed both priming sequences with an expected number of pulses in each sequence and was deactivated by the user at the end of the second priming sequence. Inspection of the pod found no damages or manufacturing deficiencies that would prevent the needle mechanism from deploying, or result in the needle mechanism deploying early. Though no issues were observed, it could not be conclusively determined when the needle mechanism fired into the needle cap or if the user was presented the correct order of steps for pod activation. The exact cause of the reported event could not be determined.